Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose was 339 mg/dl. The customer was advised to clear the alarm with esc and act. The customer was unable to clear alarm due to keypad anomaly. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 339 mg/dl. The customer stated not able to do any thing when press any button. The customer stated that she work out a lot and did play volleyball and do sweating a lot. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.